Manufacturer narrative:
(B)(4). The customer reported that the lip ring is broken (crack) . The following were noted during visual inspection: missing retainer, serial number label faded, missing end cap address label, scratched case, pillowing keypad overlay, and missing reservoir tube o ring. A test p-cap was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. Cosmetic damage is confirmed. The pump had detached retainer.

Event description:
Information received by medtronic indicated that the insulin pump was broken on the retainer ring. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.